Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient presented to the emergency department (ed) on (B)(6) with withdrawal symptoms. Motor stall occurred (B)(6) 2017 at 04:32, motor stall recovery occurred (B)(6) 2017 at 21:31; motor stall occurred (B)(6) 2017 at 13:00, motor stall recovery occurred (B)(6) 2017 at 00:19. The cause of the motor stalls was not determined. The pump was replaced (B)(6) 2017 and ¿as of now everything is fine¿. The pump will be returned to the manufacturer. The patient¿s weight at the time of the event was (B)(6) pounds. The patient¿s medical history was ¿nothing of note¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. Other medications patient was taking at time of the event were not available. Patient weight and medical history were unknown. The date of the event was unknown. It was reported the patient experienced withdrawal symptoms. The logs were read and two separate motor stalls were noted, both recovered. The stalls were long enough to cause withdrawal. The dates, time and duration of the stalls were unknown. Per device registration the pump was replaced (B)(6) 2017. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. Patient status at time of this report was alive - no injury. No further complications were reported.